Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant placed a impella 5.5 to support the patient with cardiogenic shock and known arrhythmia. The pump was supporting when after 3 days there was thrombus and purge pressure/purge flow issues. The team consulted with abiomed medical team and the purge had tissue plasminogen activator was added. Purge pressure and purge flow in normal ranges within a few hours of the infusion being initiated. The pump remained on for support for just under 9 days. There was no success with ablation and therapy was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. The impella device was not returned for evaluation. High purge pressure: the data logs confirmed high purge pressure and purge system blocked alarms. The logs show a gradual rise in purge pressure and decrease in purge flow for about an hour before alarms were triggered. There was no motor current spike before high purge pressure the high purge pressure was sustained for about 8 hours before returning to normal values. The root cause of the high purge pressure was most likely biomaterial as evidenced by the gradual rise in purge pressure and decrease in purge flows observed in the logs, and the resolution after tpa addition. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.